Manufacturer narrative:
A definitive assignable cause could not be determined. Based on quality control results prior to the event, a reagent issue is not a likely contributor to the higher than expected vitros tropi es result. In addition, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3220. However, the l1 control does not adequately evaluate performance of the vitros tropi es reagent for sample with troponin I concentrations < url (0.034 ng/ml), therefore, a reagent issue cannot be entirely ruled out as a contributing factor. An instrument issue is not a likely contributor, as a with run vitros tropi es precision test indicated the vitros 5600 integrated system was performing as expected. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a patient sample processed using vitros immunodiagnostic products troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Patient sample vitros tropi es result 0.140 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was reported from the laboratory and the patient was administered anti-coagulant treatment as a result. No other treatment was administered to the patient. However, ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).